Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was experiencing high blood glucose. The customer¿s blood glucose was 400 mg/dl. The caller was inquiring about the auto mode and the customer¿s basal rate. She stated that the customer¿s sensors had ended and that ever since, her blood glucose levels were not controlled. The caller stated that she was able to give the caller boluses with the pump until her blood glucose went down but said that she knew that her basal need to be adjusted. The customer was advised to contact her doctor in regards to changing the basal rates. Troubleshooting for the high blood glucose was offered but the caller declined. The insulin pump will not be returning for analysis.